Manufacturer narrative:
Concomitant medical products: 4592-45 lead, implanted (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient that they were experiencing a pinching feeling in and around the area of their implantable pulse generator (ipg) and it sometimes goes up in their shoulder, armpit, and neck. It was noted that the ipg may be moving in the pocket. The patient also noted that there may be something wrong with their lead. The ipg and lead remain in use. No further patient complications have been reported as a result of this event.